Event description:
It was reported via an attorney's request for product labeling, that the pt expired following perforation of the heart after the insertion of a central venous pressure line, which resulted in acute cardiac tamponade.